Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a mitraclip procedure. During the procedure, a triclip xtw was successfully implanted centrally on the anterior-septal (a/s) leaflets. A second triclip xt, was then placed centrally on the as leaflet. During deployment the clip tilted posteriorly due to chordae entrapped within the clip. A third triclip xt was selected and advanced into the patient, during grasping attempts the clip interacted with the second triclip and caused a single leaflet detachment (slda). The second triclip xt was no longer attached to the anterior leaflet. The third triclip xt was then implanted successfully centrally on the as leaflets. A fourth triclip was then selected to further reduce the tr. The clip was successfully placed centrally on the posterior-septal (p/s) leaflets. After the clip was deployed, a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. A fifth triclip xtw was selected and implanted successfully centrally on the ps leaflets to stabilize the two slda triclips. The procedure was discontinued, the final tr remained at grade 4. There were no clinically significant delays reported.